Manufacturer narrative:
Concomitant medical product: d314trg ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing during atrial fibrillation (af) on the right atrial (ra) lead was noted. Reprogramming was carried out. The lead remains in use. No patient complications have been reported as a result of this event.